Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (discharge profile fault' / 'charge profile fault' / code 102) has been confirmed. The cause of the reported problems is faults on the ca board. The cause of the faults is a separated high voltage capacitor (c20) from the conductive pads. The cause of the separation is cold solder joints and likely physical impact. The root cause of the cold solder joints cannot be positively identified but is likely a mfg defect. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
Zoll customer support contacted a (B)(6) old male pt to exchange his monitor. The pt's download revealed a number of 'discharge profile fault' flags, as well as seven occurrences of service code 102. The pt was provided with a replacement monitor.